Manufacturer narrative:
The subject catheter has not been returned for evaluation. The DHR review did not reveal any issues during manufacturing of the lots.

Event description:
Mc3 received information that during veno-venous extracorporeal membrane oxygenation (vv-ECMO) for a transplant patient, the mc3 crescent jugular dual lumen catheter fractured after 42 days of use, and air was detected. Catheter had been placed via the right internal jugular vein with a 20 fr dacron graft. Catheter fractured above dacron graft. The customer observed intermittent air in circuit and they performed a circuit exchange. After the circtuit change, air was noticed coming from the cannula and it entered the circuit. The customer stated that they could not slow down the pump or go on va ECMO. The customer stated that the lung had little reserve. The patient did not survive. It was stated that the patient died of hypoxic respiratory failure. This event is also reported by the hospital. Medwatch report 010033-2022-0001.